Event description:
It was reported that prior to surgery the cart was not working. Cart would not start, and the screen was black. There was no harm or delay reported. During device evaluation, it was noted that the bottom metal shielding had burned/warped from overheating. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The results of the investigation are as follows: the event is confirmed. Review of the most recent repair record determined that the power inlet module and fuses failed, and the bottom metal shielding had burned/warped from over heating. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.